Manufacturer narrative:
The mentor failure analysis lab received two devices for evaluation, both of which had no lot number engravings. Both devices were inspected and discovered to have damage with cause unestablished. The suspect medical device could not be identified. This file is for device a. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the saline smooth breast implant was found to be ruptured, received in two (2) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor smooth saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during an in-office visit with a medical professional and using mammogram imaging. As a result, the patient underwent bilateral removal and replacement with 275cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2024. This report is for the right breast prosthesis.

Manufacturer narrative:
On june 14, 2024, mentor became aware that information was inadvertently submitted in error. Corrected data: in the initial report h3 device evaluated by manufacturer? Should have been populated as "yes" a device evaluation was completed. H3 device evaluated by manufacturer?: yes. Manufacturer¿s reference number: (B)(4).